Event description:
The manufacturer's representative (rep) reported the consumer was experiencing difficulty getting and maintain coupling. The consumer felt the implantable neurostimulator (ins) stuck out and caused pain in the pocket. An appointment was scheduled for (B)(6) to meet with the consumer to evaluate these issues. Additional information received from a rep reported that the patient had been scheduled for a pocket revision on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.